Event description:
It was reported that, surgeon was doing a human total hip surgery - left side, and the head of universal driver shaft broke off inside the screw head. The part was retrieved with no adverse consequence to pt or surgeon.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.